Event description:
A distributor in italy reported that during product inspection one phaco tubing pack was observed to have a partially unsealed tray lid. The lid was noted to be peeled back from one corner. An unsealed tray can compromise sterility therefore the product was returned to the manufacturer.

Manufacturer narrative:
The unsealed tray was returned to the manufacturer along with five sealed trays for evaluation. The tray lid was not returned however a photo of the lid and tray was provided. Visual inspection of the photo confirmed that the tray lid was peeled and folded back about 2 inches from the corner of the tray exposing the contents of the tray. Visual inspection conducted on the unsealed tray revealed that there was evidence of adequate sealant material along the entire edges of the tray. The five sealed trays were examined and the trays were found to have proper seals. The cause of the unsealed tray was not able to be determined. A review of the sealing and packaging operations was conducted and no issues were found with these processes and with the equipment which could lead to inadequately sealed trays. Unable to determine cause of the tray not being completely sealed.